Event description:
It was reported that the health care professional (hcp) called in for review of device data for this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD). It was noted that this patient has a medtronic micra device as well as the s-ICD. In the past, there was oversensing of the micra. Review of recent data found a stored episode in which there was noise that was being oversensed which resulted in the patient receiving one inappropriate shock. The patient does have atrial fibrillation (af) as well. The device is programmed to primary 1x gain showing likely paced r-wave as it is a wide morphology. R-waves get smaller and baseline noise is present. Ts informed the noise looks like muscle or movement noise however, it could be af. Ts recommended an in-office evaluation and provided troubleshooting options. At this time, the system remains in service. No adverse patient effects were reported.